Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilaterally perforated essure coils/essure device was near puncturing') and uterine perforation ('essure perforated through the wall of uterus/ perforation noted') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006, she underwent an hsg essure procedure was successful. The hsg showed that the endometrial cavity was remarkable for persistent filling defect at the right cornea, which ¿may be due to previous essure procedure. No contrast entered the fallopian tubes. In (B)(6) 2013, plaintiff once again began experiencing hernia-like symptoms. Consequently, plaintiff was referred and returned for evaluation to, who ordered a CT scan performed on (B)(6) 2013, CT scan, which demonstrated no recurrent hernia. It was reported that she had pain around the umbilicus. She had sharp lower abdominal pain, especially during menses. Based on diagnostics a few years ago, it appeared her essure device was near puncturing, and recently she was experiencing persistent pain in the left lower quadrant. A CT scan of the abdomen and pelvis was ordered on that visit, which ultimately would offer CT explanation for the patient¿s left lower quadrant abdominal pain. On (B)(6) 2015, ultrasound scan revealed bilaterally perforated essure coils. Concomitant products included anesthetics, general. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced menopausal symptoms ("menopause symptoms") with migraine and hot flush. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("worsened cramping/persistent pain in the left lower quadrant pain"), menorrhagia ("prolonged and much heavier menstrual bleeding/prolonged mense"), vaginal discharge ("discharge"), pelvic pain ("pelvic pain/ pain"), alopecia ("thinning hair"), left inguinal hernia ("left inguinal hernia"), inguinal hernia ("another hernia"), the second episode of abdominal pain lower ("left lower quadrant abdominal pain."), dysmenorrhoea ("abdominal pain during menses"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto- immune disorder") and headache ("headaches"). The patient was treated with surgery (repaired surgically on (B)(6) 2008, repaired surgically on (B)(6) 2010 and laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the fallopian tube perforation, menorrhagia, vaginal discharge, pelvic pain, alopecia, the last episode of abdominal pain lower and dysmenorrhoea had resolved. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity, autoimmune disorder and headache outcome was unknown and the left inguinal hernia, inguinal hernia and menopausal symptoms had resolved. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, left inguinal hernia, menopausal symptoms, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, the first episode of abdominal pain lower, inguinal hernia and the second episode of abdominal pain lower to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: essure perforated through the wall of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilaterally perforated essure coils/essure device was near puncturing') and uterine perforation ('essure perforated through the wall of uterus/ perforation noted') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics, general. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced menopausal symptoms ("menopause symptoms") with migraine and hot flush. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("worsened cramping/persistent pain in the left lower quadrant pain"), menorrhagia ("prolonged and much heavier menstrual bleeding/prolonged mense"), vaginal discharge ("discharge"), pelvic pain ("pelvic pain/ pain"), alopecia ("thinning hair"), left inguinal hernia ("left inguinal hernia"), inguinal hernia ("another hernia"), the second episode of abdominal pain lower ("left lower quadrant abdominal pain."), dysmenorrhoea ("abdominal pain during menses"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto- immune disorder") and headache ("headaches"). The patient was treated with surgery (repaired surgically on (B)(6) 2008, repaired surgically on (B)(6) 2010 and laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. In (B)(6) 2015, the fallopian tube perforation, menorrhagia, vaginal discharge, pelvic pain, alopecia, the last episode of abdominal pain lower and dysmenorrhoea had resolved. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity, autoimmune disorder and headache outcome was unknown and the left inguinal hernia, inguinal hernia and menopausal symptoms had resolved. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, hypersensitivity, left inguinal hernia, menopausal symptoms, menorrhagia, pelvic pain, uterine perforation, vaginal discharge, the first episode of abdominal pain lower, inguinal hernia and the second episode of abdominal pain lower to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: essure perforated through the wall of uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Product indication added. New events added- abnormal bleeding, autoimmune disorder nos, hypersensitivity symptom, headaches, uterine perforation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('bilaterally perforated essure coils/essure device was near puncturing') and uterine perforation ('essure perforated through the wall of uterus/ perforation noted') in a 44-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal adhesions. On (B)(6) 2006, she underwent an hsg essure procedure was successful. The hsg showed that the endometrial cavity was remarkable for persistent filling defect at the right cornea, which ¿may be due to previous essure procedure. No contrast entered the fallopian tubes. In (B)(6) 2013, plaintiff once again began experiencing hernia-like symptoms. Consequently, plaintiff was referred and returned for evaluation to, who ordered a CT scan performed on (B)(6) 2013, CT scan, which demonstrated no recurrent hernia. It was reported that she had pain around the umbilicus. She had sharp lower abdominal pain, especially during menses. Based on diagnostics a few years ago, it appeared her essure device was near puncturing, and recently she was experiencing persistent pain in the left lower quadrant. A CT scan of the abdomen and pelvis was ordered on that visit, which ultimately would offer CT explanation for the patient¿s left lower quadrant abdominal pain. On (B)(6) 2015, ultrasound scan revealed bilaterally perforated essure coils. Concomitant products included anesthetics, general. On (B)(6) 2005, the patient had essure (ess205) inserted. In november 2015, the patient experienced menopausal symptoms ("menopause symptoms") with migraine and hot flush. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("worsened cramping/persistent pain in the left lower quadrant pain"), heavy menstrual bleeding ("prolonged and much heavier menstrual bleeding/prolonged mense"), vaginal discharge ("discharge"), pelvic pain ("pelvic pain/ pain"), alopecia ("thinning hair"), left inguinal hernia ("left inguinal hernia"), inguinal hernia ("another hernia"), the second episode of abdominal pain lower ("left lower quadrant abdominal pain."), dysmenorrhoea ("abdominal pain during menses"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity symptoms"), autoimmune disorder ("auto- immune disorder") and headache ("headaches"). The patient was treated with surgery (repaired surgically on (B)(6) 2008, repaired surgically on (B)(6) 2010 and laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2015. In october 2015, the fallopian tube perforation, heavy menstrual bleeding, vaginal discharge, pelvic pain, alopecia, the last episode of abdominal pain lower and dysmenorrhoea had resolved. At the time of the report, the uterine perforation, genital haemorrhage, hypersensitivity, autoimmune disorder and headache outcome was unknown and the left inguinal hernia, inguinal hernia and menopausal symptoms had resolved. The reporter considered alopecia, autoimmune disorder, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, left inguinal hernia, menopausal symptoms, pelvic pain, uterine perforation, vaginal discharge, the first episode of abdominal pain lower, inguinal hernia and the second episode of abdominal pain lower to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: results: essure perforated through the wall of uterus. Hysterosalpingogram - on (B)(6) 2006: no contrast identified in the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information , date of birth , lab data, other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("bilaterally perforated essure coils") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included anesthetics and general (general anesthesia). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("worsened cramping"), menorrhagia ("prolonged and much heavier menstrual bleeding"), vaginal discharge ("discharge"), pelvic pain ("pelvic pain"), alopecia ("thinning hair"), the first episode of inguinal hernia ("left inguinal hernia"), the second episode of inguinal hernia ("another hernia"), the second episode of abdominal pain lower ("left lower quadrant abdominal pain.") And dysmenorrhoea ("abdominal pain during menses"). The patient was treated with ingnal hernia repair on (B)(6) 2008 and on (B)(6) 2010; and with laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy with essure removal on (B)(6) 2015. In (B)(6) 2015, the fallopian tube perforation, menorrhagia, vaginal discharge, pelvic pain, alopecia, the last episode of abdominal pain lower and dysmenorrhoea had resolved. In (B)(6) 2015, the patient experienced menopausal symptoms ("menopause symptoms") with migraine and hot flush. At the time of the report, the last episode of inguinal hernia and menopausal symptoms had resolved. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, menopausal symptoms, menorrhagia, pelvic pain, vaginal discharge, the first episode of abdominal pain lower, the first episode of inguinal hernia, the second episode of abdominal pain lower and the second episode of inguinal hernia to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.